Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicated the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly dumped a 360 joules energy charge during testing. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device unexpectedly dumped a 360 joules energy charge during testing. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio determined that the cause of the reported issue was due to the user charging the device to 360 joules with a low battery. The device's operating instructions instruct the user to "replace the battery when the device displays a low battery warning."